Event description:
Today's problem occurred with a texium 60 ml needle-free syringe ((B)(4)). When the pharmacy tech tried to draw into the syringe, nothing would pass through. She then tried a needle onto the end of the syringe, but she couldn't even draw air into the syringe. When she switched syringes, everything worked fine. It appears as though the end of the syringe was fused shut (or blocked) during the mfg process.